Event description:
A report was received that alleges that the tracheostomy tube was leaking during use. No incident related medical sequela was reported.

Manufacturer narrative:
Device eval: one used sample was received for eval. Visual inspection of the returned sample found no issues and functional testing was unable to duplicate the reported complaint. The device was found to operate as intended; no evidence was found to suggest the event was caused from an intrinsic defect in the product.